Event description:
It ws reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l4. During cement injection, cement extravasation into the anterior and right lateral sides was observed. Cement injection was immediately terminated and the operation was completed after cement was hardened. The surgical time was reportedly extended 16-30 minutes due to the incident. According to the report, the cement extravasation "would be cautiously followed up for CT images showed some concerns but it was confirmed that there was no cement migration into heart or lungs". The report also noted that "the laterally leaked cement may have leaked into a vessel". No patient symptoms were reported and no intervention was required.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # c01a with 510k # k093828 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.